Event description:
This 3 year-old had hickman catheter ria subclavian for amphotericin therapy. 5/4/94 patient's right pectoral area swollen. Chest xray revealed a defect in the continuity of the catheter. On 5/5/94 the hickman catheter has removed and a new catheter was inserted. The patient's condition remains unchanged.visual examination of hickman by the pediatric surgeon revealed a partial crack in the subcutaneous tunnel.